Event description:
My back was feeling funny so I touched it & hurt bad/ my skin was gone [skin exfoliation]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A 41-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), device lot number aa2377, expiration date nov2021, on (B)(6) 2019 at 9:59 am at 1 wrap on back for her back sore. Medical history was not reported. There were no concomitant medications. Consumer reported on (B)(6) 2019, she purchased the thermacare muscle pain which can be worn up to 8 hours. Consumer put it on back at 9:59 am and took it off at 5:05 pm when she got off work. She had it for almost 7 hours to 7 and 1/2 hours. The back was feeling funny so she touched it and hurt bad on (B)(6) 2019 17:00. She used phone and took a picture of back some of skin was gone. Consumer wasn't told that it would take skin off. Consumer had the picture and had sent a picture through email. The patient did not have the box, just package. The action taken in response to the event of the product was discontinued. The patient was not admitted to hospital, but received treatment for event "my back was feeling funny so I touched it & hurt bad/ my skin was gone", she used aquaphor with wrapped it up for a few days. The outcome of the event was recovered on an unspecified date in 2019. According to product quality complaint group: severity of harm: s3 for sub-class: adverse event/serious/unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (02oct2019): new information received from product quality complaints group included: severity of harm and device data (lot number and expiration date). Follow-up (21nov2019): new information received from a contactable consumer included: patient details (including age and gender), suspect product details (including start time and indication), no concomitant medications, reaction data (including no hospitalization, treatment received and outcome updated to recovered) and action taken updated to discontinued. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the event of "my back was feeling funny so I touched it & hurt bad; and skin was gone" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out, comment: based on the information provided, the event of "my back was feeling funny so I touched it & hurt bad; and skin was gone" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out.

Event description:
Event verbatim [preferred term] my back was feeling funny so I touched it & hurt bad/ my skin was gone [skin exfoliation]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A 41-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), device lot number aa2377, expiration date nov2021, on (B)(6) 2019 at 9:59 am at 1 wrap on back for her back sore. Medical history was not reported. There were no concomitant medications. Consumer reported on (B)(6) 2019, she purchased the thermacare muscle pain which can be worn up to 8 hours. Consumer put it on back at 9:59 am and took it off at 5:05 pm when she got off work. She had it for almost 7 hours to 7 and 1/2 hours. The back was feeling funny so she touched it and hurt bad on (B)(6) 2019 17:00. She used phone and took a picture of back some of skin was gone. Consumer wasn't told that it would take skin off. Consumer had the picture and had sent a picture through email. The patient did not have the box, just package. The action taken in response to the event of the product was discontinued. The patient was not admitted to hospital, but received treatment for event "my back was feeling funny so I touched it & hurt bad/ my skin was gone", she used aquaphor with wrapped it up for a few days. The outcome of the event was recovered on an unspecified date in 2019. Product quality complaint group provided the following investigation information, with complaint cub-class adverse event/serious/unknown: severity of harm was s3 for burn/peeled skin. There was reasonable suggestion of device malfunction. The sample status at the site was not received. Batch aa2377 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Review of skin contact adhesive laminate (sca) material records does not provide evidence to support a defective product. Sca laminate passed all criteria for use in a manufacturing. Consumer reports after using wrap, "skin was gone." The cause of the consumer stating the wrap took skin off is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (02oct2019): new information received from product quality complaints group included: severity of harm and device data (lot number and expiration date). Follow-up (21nov2019): new information received from a contactable consumer included: patient details (including age and gender), suspect product details (including start time and indication), no concomitant medications, reaction data (including no hospitalization, treatment received and outcome updated to recovered) and action taken updated to discontinued. Follow-up attempts are completed. No further information is expected. Follow-up (06dec2019): new information from product quality complaints includes: investigation results. This case was updated to a malfunction MDR. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of "my back was feeling funny so I touched it & hurt bad; and skin was gone" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "my back was feeling funny so I touched it & hurt bad; and skin was gone" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Severity of harm was s3 for burn/peeled skin. There was reasonable suggestion of device malfunction. The sample status at the site was not received. Batch aa2377 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Review of skin contact adhesive laminate (sca) material records does not provide evidence to support a defective product. Sca laminate passed all criteria for use in a manufacturing. Consumer reports after using wrap, "skin was gone." The cause of the consumer stating the wrap took skin off is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
Severity of harm: s3 for sub-class: adverse event/serious/unknown.

Event description:
Event verbatim [preferred term] my back was feeling funny so I touched it & hurt bad/ my skin was gone [skin exfoliation] , . Case narrative:this is a spontaneous report from a contactable consumer. This consumer of unknown age and gender started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), device lot number aa2377, expiration date nov2021, via an unspecified route of administration on 23sep2019 at unknown dose on back. Medical history and concomitant medications were not reported. Consumer reported on 23sep2019, he/she went to the local (company name) in (city name), (state name) & purchased the thermacare muscle pain which can be worn up to 8 hours. Consumer put it on back at 9:53am & took it off when he/she got off work at 5. The back was feeling funny so consumer touched it & hurt bad on 23sep2019 17:00. Consumer used phone & took a picture of back some of skin was gone consumer wasn't told that it would take skin off. Consumer had the picture & could send it as well. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to product quality complaint group: severity of harm: s3 for sub-class: adverse event/serious/unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (02oct2019): new information received from product quality complaints group included: severity of harm and device data (lot number and expiration date). Company clinical evaluation comment: based on the information provided, the event of "my back was feeling funny so I touched it & hurt bad; and skin was gone" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "my back was feeling funny so I touched it & hurt bad; and skin was gone" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] my back was feeling funny so I touched it & hurt bad/ my skin was gone [skin exfoliation]. Case narrative:this is a spontaneous report from a contactable consumer. This consumer of unknown age and gender started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain) via an unspecified route of administration on (B)(6) 2019 at unknown dose on back. Medical history and concomitant medications were not reported. Consumer reported on (B)(6) 2019, he/she went to the local (company name) in (city name), (state name) & purchased the thermacare muscle pain which can be worn up to 8 hours. Consumer put it on back at 9:53am & took it off when he/she got off work at 5. The back was feeling funny so consumer touched it & hurt bad. Consumer used phone & took a picture of back some of skin was gone.....consumer wasn't told that it would take skin off. Consumer had the picture & could send it as well. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "my back was feeling funny so I touched it & hurt bad; and skin was gone" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "my back was feeling funny so I touched it & hurt bad; and skin was gone" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.